Event description:
The only info provided by the user facility was the fact that an adverse event occurred, which resulted in death. The incident is currently under review. Incorrect attachment of the suspect medical device, specified in section d of this form, is under investigation as a possible contributor to this adverse event.